Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one-piece with the helix retracted and clogged with blood tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning the blood/tissue from the helix, the helix could be extended and retracted by applying torque to the inner coil, the helix length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was noted during the procedure; while attempting to implant the left bundle branch area pacing (lbbap) lead, the current of injury was inadequate in several locations, and the helix would not stay extended. The lead kept falling. The lbbap lead was not used, the physician elected to complete the procedure with a different lead. The patient's condition was stable.